Event description:
It was reported to philips that the geometry movement was not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that geometry movement are partial available. After reviewing log file, fse found there is a malfunctioning geo-pc. Fse found that there was an issue with cmos battery. Fse replaced the battery. After replacing the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.